Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : the device was returned and analyzed. Primary results revealed there were no anomolies found. The lead is part of the advisory for this model.

Event description:
It was reported the patient presented with implantable cardioverter defibrillator (ICD) endocarditis (staph lugdunensis), with vegetations on the lead. The device and lead were explanted. After the lead extraction, the patient had an episode of desaturation, which required 100% fio2 after the lead was removed, which was suspected to be due to distal embolization. The patient's blood pressure was stable throughout the case. It was also noted that there was persistent bleeding from the extraction site, likely attributed to acidosis and low platelet count, but hemostasis was obtained. No further patient complications were reported as a result of this event.